Manufacturer narrative:
The device was returned to olympus for inspection. Cause traced to known inherent risk of device, which indicates that the reported adverse event is known and documented in the labeling and all reasonable mitigation steps have been taken (including both short- and long-term known complications or adverse reactions). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was identified that the colonovideoscope displayed white foreign material in the air/water cylinder and the tube. There was no patient involvement.